Event description:
Healthcare professional reported left side "textured implants, baker grade iii capsular contractures, breast asymmetry, possible leaking of mammary implant". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Based on the device analysis grid, the assessments of the complaint are: deflation: no observed opening on the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Crease / folding of implant: observed. Particles in valve: no observed. Anxiety product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease-fold, wear abrasion and particle were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, possible leaking, breast asymmetry, and texture to smooth exchange. Observations made during explant noted particles in the valve and crease-fold of implant. The device has been explanted and replaced.